Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of surgical lights- x-ten. As it was stated by customer, the paint was chipping from the device. There was no injury reported however we decided to report the issue based on the potential as any paint particles falling off into sterile field or during procedure may be a source of contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It appeared that the issue reported under 9710055-2019-00266 report number is a duplicate of the issue reported under 9710055-2019-00263. Therefore, the issue is evaluated under 9710055-2019-00263.

Event description:
Manufacturer's reference number: (B)(4).